Manufacturer narrative:
The nurse reported that the ups failed, causing communication loss at the central nurse's station (cns) during a thunderstorm. Restarting the ups resolved the issue. No patient harm was reported.

Event description:
The nurse reported that the ups failed, causing communication loss at the central nurse's station (cns) during a thunderstorm.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated that the facility experienced a power outage that resulted communication loss observed at this cns device, mu-971ra s/n (B)(6). When customer restarted the uninterruptible power supply (ups) in the maintenance room, the issue was resolved. It is unknown what equipment in the maintenance room were affected. Customer could not provide additional details. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: based on the account provided, the cause of the communication loss was attributed to ups losing power in the maintenance closet. This incident was a result of the power outage at the facility. Due to information regarding the ups model/serial number, its age and maintenance history not being available, the cause of the ups failure is unknown.

Event description:
The nurse reported that the ups failed, causing communication loss at the central nurse's station (cns) during a thunderstorm.